Event description:
During implant of dual leadless pacemaker there was perforation of the right ventricle requiring emergent open chest surgery.

Event description:
Additional information received for report mw51487217 on 12/04/2023 to update procode to pnj.